Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (fails due functional issue) was due to contamination found on the battery board. The charger was unable to charge the battery pack. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger fails due to functional issue.